Event description:
(B)(4). The provider states the rental unit is alarming. The provider states he didn't have additional information regarding the unit. The information he has is the information that was given to him by the driver 7857hf.